Event description:
It was reported that a data error alert occurred, resulting in the erasure of the register and deletion of history and profiles. There was no reported adverse impact to the customer's blood glucose level. Customer received a replacement pump to ensure continued insulin therapy.